Event description:
It was reported that the insulin pump alarmed motor error during the bolus delivery. The infusion set and reservoir were changed, now the insulin pump is working fine. Customer thinks the insulin pump is not delivering the correct amount of insulin. Customer was experiencing the problem over the weekend. Customer stated that sometimes the insulin pump would stop delivery when an alarm occurred. The current blood glucose reading is 203 mg/dl. The insulin pump was exposed the body scanner in march. During troubleshooting, the insulin pump alarmed motor error during the manual prime process. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.